Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported that the maryland bipolar forceps instrument tips did not line up. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The reported failure was confirmed and replicated. The instrument was found to have one severely bent grip causing misalignment of the grips. There was a 0.053" offset at the tips. Components adjacent to this severely bent grip show damage. The instrument was found to have scratch marks/abrasions on the grip tips. The maryland bipolar forceps instrument was found to have thermal damage on the molded insulator. The electrical continuity test was performed and passed.